Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. No returned samples or actual defect samples for investigation, so we can¿t perform an in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pn relion 32g x 4mm 3b tw experienced the inner shield/outer cover/cap being unable to attach/detach. The following information was provided by the initial reporter: material no: 320618, batch no: unknown. Consumer reported when pulled outer cover off, needle goes off of pen. Was using the prior relion brand with novo pen. Informed to place onto pen then screw it onto the pen. Date of event unknown.